Event description:
It was reported that the tube micro w/microgard pst mtgn/amb ce "had no bottom" when the microtainer was removed during use, causing blood to leak out on the underside of the cup over time and onto the puncture cart. The material was reportedly poured into another microtainer cup without a pipette, due to staff being "in a hurry". The following information was provided by the initial reporter: "when a microtainer was removed, it turned out that there was no bottom in the tube, which led to leakage of blood. Recently there has been a recall of microtainer cups, but this is another lot number as in the recall." The microtainer cup leaked over time on the underside, the gel was able to partially stop the blood for some time. This led to leaks on the puncture cart during the puncture in the clinic. In a hurry, the material was poured into another microtainer cup. At that time, there was no pipette in the vicinity to transfer it more safely. More attention was paid to the preservation of the remaining material than to the possible exposure to the employee's skin. As far as we know, no blood was spilled on the employee's skin. Fortunately, we were able to save enough material to carry out the desired provisions. Therefore, there was no need for pricking again.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for bottomless tube with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to bottomless tube was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. Bd has initiated further investigation relating to this issue through CAPA#766109 and potential causes have been identified. As a result, corrective actions have been established and have been implemented. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for bottomless tube with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and bottomless tube was observed. Further investigation activities have been conducted through CAPA#766109 and the most likely root cause has been identified. As a result, corrective actions and procedures have been implemented to mitigate further occurrences. Root cause description: CAPA#766109 was conducted to document further investigation and root cause analysis relating to this issue. The investigation has identified the most likely root causes and corrective actions have been implemented. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue. The investigation has identified potential root cause(s) for this issue and corrective actions are in the process of being implemented.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tube micro w/microgard pst mtgn/amb ce "had no bottom" when the microtainer was removed during use, causing blood to leak out on the underside of the cup over time and onto the puncture cart. The material was reportedly poured into another microtainer cup without a pipette, due to staff being "in a hurry". The following information was provided by the initial reporter: "when a microtainer was removed, it turned out that there was no bottom in the tube, which led to leakage of blood. Recently there has been a recall of microtainer cups, but this is another lot number as in the recall." The microtainer cup leaked over time on the underside, the gel was able to partially stop the blood for some time. This led to leaks on the puncture cart during the puncture in the clinic. In a hurry, the material was poured into another microtainer cup. At that time, there was no pipette in the vicinity to transfer it more safely. More attention was paid to the preservation of the remaining material than to the possible exposure to the employee's skin. As far as we know, no blood was spilled on the employee's skin. Fortunately, we were able to save enough material to carry out the desired provisions. Therefore, there was no need for pricking again.